Manufacturer narrative:
Result of investigation: during the examination of the electrode, it was found that cutting and neutral have separated from the device. The remaining rods are molten down. As the device shows severe signs of a melt down by a shortcut, a final determination of the root cause is not possible. Either the cutting electrode got bent towards the neutral electrode creating a shortcut or it broke and touched the neutral electrode which also results in a shortcut. Both scenarios are caused by application of excessive force during use. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that electrode failed during use. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).